Manufacturer narrative:
H3: the mobile viewing station (mvs) (product: kit svc o2 bi71000907 mvs pc os only, serial/lot: (B)(6) rev. 6) was returned to the manufacturer for analysis. Analysis found that there were corrupted files/data. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed a mobile viewing station (mvs) error message upon bootup stating, "an error has occurred that may damage the system's integrity, please restart the image system or mvs." The message did not clear after multiple reboots. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000571, ubd:unknown, UDI#:unknown product ID: bi71000907, ubd:unknown, UDI#:unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A110201 applies to mvs error message upon bootup stating, "an error has occurred that may damage the systems integrity. A1102 applies to both mvs error message upon bootup stating, "an error has occurred that may damage the systems integrity and mobile viewing station (mvs) error message upon bootup stating medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section g3 has been updated. The previously submitted report (# 3004785967-2024-00569) was submitted with the incorrect aware date. The correct aware date is october 23, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) pc was replaced, and software version 4.2.1 was installed. The imaging system then passed the system checkout and was found to be fully functional. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.